Manufacturer narrative:
It was reported a pt had a reaction at the top of their nose bridge and visited the emergency room. The pt was using a resmed mirage quattro mask at the time. Based on a clinical opinion by resmed's cheif medical officer, "it is common for pts to get skin irritation from masks made for positive pressure as they applied firmly to the skin. The nasal bridge is a particularly common site. The adverse effects are well known to clinical staff who prescribes these masks and it is a core competency to know how to deal with them when they arise." There were no alleged permanent injuries, malfunctions, or quality defects associated with this mask.

Event description:
It was reported, a pt had a severe reaction to resmed mask.